Event description:
The customer reported unchanged blood pressure values were being sent for several hours. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
After further investigation it was deemed not a reportable event with philips. The customer reported that there was a problem on bed 52-07 where unchanged values were sent for several hours. The discrepancy of stored retrospective data would not prevent the device from continuing to provide real-time monitoring and alarming. Product labeling instructs user to always confirm information center observations with clinical observation of patient at the bedside before administering interventions. The issue has been reviewed and does not allege a death, serious injury, or a malfunction which, if it were to recur, would be likely to cause or contribute to a death or serious injury, and is therefore considered to be a non-reportable event.

Event description:
The customer reported unchanged blood pressure values were being sent for several hours. The device was in use at time of event, there was no adverse event reported.